Manufacturer narrative:
The returned lead (sc-2366-70 serial (B)(4)) was analyzed and the complaint of high impedances was confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. Xray inspection confirmed three cables were fractured. The damaged cables resulted in the reported high impedance complaint. The broken cables are still contained inside the lead body.

Event description:
A report was received that the patient experienced loss of coverage on one of their leads, perhaps due to a fall that the patient had a few weeks ago. An impedance check revealed that the lead displayed high impedances. It is not known which lead had the high impedances. The patient was hospitalized and underwent a revision procedure and the lead with high impedances was replaced with a new lead, and the second lead was repositioned a little bit cranial to get better coverage. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspected device: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7001731. Note the two leads have two different implant dates: primary lead sc-2366-70, s/n (B)(4), implant date (B)(6) 2018. Additional suspect lead sc2366-70, s/n (B)(4), implant date (B)(6) 2018. Device en route to bsn.

Event description:
A report was received that the patient experienced loss of coverage on one of their leads, perhaps due to a fall that the patient had a few weeks ago. An impedance check revealed that the lead displayed high impedances. It is not known which lead had the high impedances. The patient was hospitalized and underwent a revision procedure and the lead with high impedances was replaced with a new lead, and the second lead was repositioned a little bit cranial to get better coverage. The patient is doing well post-operatively.